Manufacturer narrative:
Device disposed of by facility.

Event description:
(B)(6) plastic surgery, called and said that during a procedure, the 2000cc canisters were bouncing around. One of them broke and the contents went everywhere. The contents got on the patient and the staff. They had to stop, clean up and replace the canister. This delayed the case approximately 10 minutes. After the procedure, they noticed that the other original canister was cracked on the bottom. The original canisters that came with the lipotower are part #24306 and the lot number is 15s338 (per (B)(6)). Per (B)(6) at the facility, there was no patient or staff injury.